Event description:
I had breast augmentation in 2007. My implants are the gummy bear, silicone, under the muscle. I really hadn't been paying attention to any certain symptom until in early (B)(6) 2014, I was exercising and noticed a severe pain in my right calf muscle. I thought I had torn my calf but after a week it went away. As I continued to exercise I noticed extreme fatigue in my muscles and realized that I could not lift my right foot. Searching the internet I realized I had foot drop. At the same time I had started noticing my muscles twitching. I am an internet researcher and what I was finding was incredibly scary. In addition, my right breast had an episode of swelling and pain. I scheduled an appointment for the breast. They did ultrasound, mammo, and then MRI. Finding fluid under the implant they scheduled a biopsy and mentioned alcl. During the appointment for the biopsy the doc could not find enough fluid to biopsy and because the pain was gone he aborted the procedure. Fast forward to (B)(6) 2014, I saw a gp for the muscle cramps and foot drop, she referred me to a neurologist. I asked all doctors if my implants could be (the radiologist found no evidence of rupture) related at all - all said "oh, but I'm no expert." Neurologist #1 did a couple of tests of my blood (for copper) and an emg. Said I definitely had weakness and unexplained foot drop so I "probably have als", so my world has come crashing down. We got a second opinion from a neurologist that specializes in als. Upon first meeting he said it could be so many things. Ordered another emg. That doc said the test results did not seem consistent with als but because there is no test for als it would be a wait and see situation. About (B)(6) in blood tests later for any als markers or anything else, no conclusion. Another emg was done at the "specialist's office" and one tech said some parts of me tested better than last time and then some areas looked the same or "maybe slightly worse." At this point I had stopped focusing on my breast but the right side still doesn't feel right. It is slightly more rigid. I can feel ripples in the implant, my neck appears slightly swollen on the right. Searching back the last 8 years I started realizing that my muscle weaknesses probably began 3-4 years ago, the cramps at least 3-4 years. I've struggled with mild facial break outs, smelling urine, more extreme symptoms during certain days of the month, tongue swelling, anxiety, fatigue, etc. Not willing to sit around and do nothing I am seeing a naturopath. He says my lyme test came back with a 50/50 chance of me having lyme. My b12 is low, my testosterone levels are barely existent, and one other micronutrient was low. I've shared all this with my neurologist and he says that none of this means anything. I am getting slightly weaker. I walk with a limp due to the foot drop, joint pain and back pain come and go. Foot drop and muscle twitches remain. My gut says its the implants and I know there is no test to do for a definitive answer. On (B)(6) 2015 I went in for explant. It was found that my right implant was ruptured and the silicone had spilled out into my tissues. The doctor performed an en bloc capsulectomy and replaced the implants with mentor saline implants. I am 1.5 post explant and I notice some mild changes, improvements. However, muscle twitches and foot drop remain. I have found a (B)(6) group with over 300 women that are extremely ill from their implants and trying to get help and get healthy. I believe that I have some soft of silicone poisoning that is not detected by medical tests. I am in the process of trying to do small things to detox, eat healthy, infrared sauna, etc. But I am just waiting and praying for improvement.